Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the investigation results, foreign material on the a-rubber, but the foreign material could not be identified. The legal manufacturer confirmed there was no deviation from the reprocessing steps. According to the image provided by service business center, we could confirm the adhesion of the material on the a-rubber. We could not specify the cause of the foreign material remained in the device from the obtained information. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenvideoscope bending section cover or distal sheath rubber had foreign material. There were no reports of patient involvement.